Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that this patient called the implanting facility from the emergency department of an outside hospital with complaints of fever up to 100 degrees. Culture results were positive for pseudomonas and group b streptococcus. The patient was started on a ten day course of cefdinir; followed by a ten day course of ciprofloxacin. On (B)(6) 2015 she was seen in clinic and continued to complain of foul-smelling drainage at the driveline exit site. She was continued on antibiotics cipro 500mg, flagyl 500 mg, and keflex 500mg and along with daily dressing changes. The patient was subsequently admitted to the hospital for treatment of driveline infection, and chest pain related to high blood pressure. She was reported to have stopped taking her blood pressure medication. Intravenous zosyn 3.375mg was initiated. She has remained afebrile throughout her hospitalization and has completed the 14 day course of antibiotic therapy. The last report received indicates that the patient remains hospitalized with daily dressing changes and has reported diminished drainage from the driveline site. The medical team believes the reported event to be possibly related to the device and the patient's condition.

Manufacturer narrative:
Addl info received: it was reported from the clinical study site that the issue had resolved with sequelae on (B)(6) 2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.